Event description:
It was reported that the during the atrial lead implant, the physician was unable to get the lead to stay in the atrium. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Full lead returned and analyzed.